Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable on the avea ventilator. The customer reported there was no patient involvement associated with reported event.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected gas delivery engine assembly and found flex cable from blended gas printed circuit board had been dislodged. No other visual defects or damages were noted. The reported complaint was unable to be duplicated. The disconnected flex cable at blended gas printed circuit board found during visual inspection is the likely cause of failure, as a loss in communication would have resulted in a ventilator-inoperable alarm being triggered. Flex cable was reconnected prior to evaluation, ventilator-inoperable alarm did not present itself during operation, gas delivery engine functioned as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.